Manufacturer narrative:
An urgent medical device correction notification was provided to all affected customers in 2008, to emphasize important info provided in varian safety, user and maintenance manuals regarding pinch hazards, and to remind customers of the precautions that a user must observe to avoid encountering one of these pinch points. In addition, varian has developed a design enhancement to the exact couch top to mitigate these pinch point hazards. All corrective actions have been reported under the guidelines of 21 cfr part 806, and corrective action is on-going. The effectiveness of the recall indicates that this center has received the device modification in 2009. No f/u reports are anticipated.

Event description:
The operator stated that her finger was caught under the couch, as the couch was being moved. The operator was taken to another hosp for examination where she received stitches and treatment for a fracture at the tip of the little (pinky) finger.